Manufacturer narrative:
The product instructions for use list valve implantation in unintended location as a potential risk associated with the procedure. In this case the valve frame damage was likely due to contact with a calcified section of the descending aorta. No product failure was reported. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, the sapien xt valve frame was damaged during the attempt to advance it into place, requiring implantation in the descending aorta. The sapien xt valve and novaflex+ delivery system passed through the sheath without difficulty. The valve and the delivery system met resistance once the stent passed through the sheath. It appeared under cine that the sheath was hugging the aortic wall. The operator used force to push the valve and the delivery system through what was thought to be a heavily calcified area in the descending aorta. Once through this area when viewing fluoroscopy the valve stent frame appeared deformed and damaged, looking as though several struts "peeled" back. After some discussion it was decided the valve would be deployed in the descending aorta above the renal arteries. A second 23mm sapien xt valve and delivery system were prepared. Again the system went through the sheath without difficulty, but again met resistance after exiting the sheath. This time the operator rotated the system 360 degrees and it ¿jumped¿ through the area. Fluoroscopic review showed no apparent damage to the valve and it passed through the descending and ascending aorta without difficulty. The 23mm sapien xt valve was deployed and the procedure was completed without further complications.